Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to the pt injury. Device issue: dislodged stent. It was reported that the promus stent delivery system (sds) failed to cross the lesion and the stent dislodged in the proximal left anterior descending (lad); however, it was retrieved outside of the pt's body using the stent balloon. The anatomy tortuousity was 70% and the degree of stenosis was 95%. Ivus was not used and the vascular access site was radial. The lesion was severely calcified and the type of lesion treated was progressive disease. This procedure was completed with another company's 3.0x20 mm stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because, (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents, the target lesion was described as heavily calcified and tortuous, which may have contributed to the reported stent dislodgement. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment.